Manufacturer narrative:
The asp evaluated the device on site. It was determined that this was a broken charging pin. The customer was informed that this part is no longer available due to the end of life (eol) of this device model. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the device has a broken connector.